Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/23/2024, it was reported by a sales representative via phone that an ar-3652ttsp fibertak® rc suture anchor backed out. This occurred during a rotator cuff repair on (B)(6) 2024 when they put 3 fibertaks in a row and removed the device the implant backed out. The case continued using another ar-3652ttsp. There was a 45-second delay. The patient had a good bone that was debrided and the self-punch was utilized.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.